Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing on the bottom case and plunger assembly, the right plunger case was cracked and the battery as well as battery door were missing. Review of the event history log (ehl) showed an occurrence of a "motor rate error." Functional testing involved an occlusion test and the reported issue was duplicated. The investigation determined that normal wear due to the age of the pump (8 years) was the cause of the reported issue. The worm gear, motor bracket, leadscrew and clutch halves were replaced.

Event description:
Information was received indicating that during annual preventive maintenance a smiths medical medfusion 3500 pump exhibited motor rate error. Per reporter there was no information that the pump failed while in use with a patient. No adverse effects were reported.